Manufacturer narrative:
B5: the lens was removed and replaced on (B)(6) 2023 for a longer lens. The problem was resolved. Claim # (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue/debris on product. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specifications. Corrected data: b5- the reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -12.0/+4.0/109 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced a refractive surprise. On (B)(6) 2023 the lens was exchanged with the same model and power, longer length, different axis and the problem was resolved. The cause of the event was user error. Cause details provided: "surgeon used the wrong axis: 17° instead 170°". Claim# (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. D6b: unk. H6. Work order search: no. Similar complaint was reported for units within the same lot. Claim (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, 12.00/+4.0/109 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The patient experienced a refractive surprise and the lens remained implanted. The surgeon used the wrong axis: 17° instead of 170°. Additional information has been requested but none has been forthcoming.